Event description:
It was reported that the patient was feeling stimulation on a non-targeted area due to high impedances and lead migration. The patient was also experiencing inadequate stimulation despite multiple reprogramming. The patient was having discomfort near the ipg site and was having difficulty charging the ipg. The patient underwent a full system replacement procedure and was doing well postoperatively. All explanted devices were kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple weeks ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21264720; product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 361975.